Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.. This report was mailed to FDA on: 06/12/2009.

Event description:
A consumer reported seeing halos around light sources following bilateral intraocular lens (iol) implant surgeries. He stated that his vision is excellent. At the consumer's request, the surgeon was not contacted. There are two medical device reports for associated with this event. This report is for the right eye.